Manufacturer narrative:
Three attempts were performed to obtain additional information concerning foreign material, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely error code e315 and image black out occurred due to failure of the image sensor unit, the circuit board inside the video connector, or a malfunction on the system side. However, a definitive root cause could not be determined. Additionally, the foreign material could not be identified and the cause of the material remaining in the device could not be specified. It is unknown if there were any deviations from the instruction manual regarding reprocessing or if there was any physical damage at the foreign material residue area. The following information is stated in the instructions for use (IFU) in regards the e315 error and image black out: ¿important information please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ the following information is stated in the instructions for use (IFU) in regards to the foreign material: chapter 5.5 "manually cleaning the endoscope and accessories" chapter 8 "storage and disposal" in the reprocessing manual says to confirm that all contaminants have been removed during reprocessing, especially from the air /water nozzle opening and objective lens surface. If any contamination remains, please make sure that the environment in which the product is handled is appropriate, including thorough rinsing, draining and drying of residual water in the channel after cleaning, and so on. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of e315 error code (non-compatible endoscope) was confirmed. It was due to damage on the charged coupled device. The evaluation revealed other reportable findings; the image was not displayed due to damage on the charged coupled device and damage on the s-connector, and residual fluid or foreign material came out of the channel tube. Non-reportable findings were; water tightness was lost due to pinhole on the channel tube, up/down angulation lever plate was sticky, universal cord was sticky, scope connector cover was deformed, control unit was sticky due to water leakage, suction connector was sticky due to water leakage, scope connector cover was sticky due to water leakage, bending angle in up direction does not meet standard value due to worn angle wire, abnormal sound due to damaged angulation lever, forceps could not be inserted smoothly due to dent on channel tube, decreased output light due to light guide bundle slipping down, and connecting tube was dented. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had an e315 error code (non-compatible endoscope). The issue was found during inspection for use for an unknown therapeutic procedure. The procedure was completed with a different scope with no delay. There were no reports of patient harm.